Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported device fracture. The femoral bolt fractured due to low-stress high-cycle fatigue. There were no inclusions or other material defects that could have contributed to crack initiation or propagation. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the device fracture. It is unknown if the reported patient activity level (active patient - waitress, cross-country skier) or trauma (fall) was a contributing factor. No evidence as found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken femoral bolt and adapter in sigma tc3 revision knee two years after the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 18 may 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had slight metallosis in the knee. Also noted, after several attempts to loosen the medial condyle the femur cracked. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 06/09/2016.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update 09 may 2016 - (B)(6) 2015 common fall on the left knee with short recovery. Since (B)(6) 2015 sensation of crepitation under the patella. The click was around 60 degrees of flexion, tolerance of walking at that time 600-3000m, no crutches, mild limping.